Event description:
Legal counsel for patient alleges that patient underwent right hip arthroplasty on (B)(6) 2003 and that a subsequent revision procedure was performed on (B)(6) 2011 due to pain metallosis, infection and pseudotumor. Review of invoice history and medical records confirms both surgery dates and that all components were removed and replaced with antibiotic spacers during the revision on (B)(6) 2011. Medical records indicate that a left total hip arthroplasty procedure occurred in 2008; however, it is unknown if biomet products were implanted in 2008. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 5 of 7 mdrs filed for the same event (reference 1825034-2013-00190 / 00196).